Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain with high metal levels in blood. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided implant report, the femoral had had minimal collapse due to avascular necrosis and good support of the bone. No contributing factors or inconsistencies with the surgical technique were described. According to the provided revision report, there was no soft tissue reaction and abnormal fluid in the joint. Findings like, loosening, fracture etc. Were excluded and no definitive evidence of metal allergy or reaction was reported. Result from mentioned cultures were not provided. Based on the provided information the reason for the reported pain remains unclear, no information on the reported metal ions was provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
The only device removed from the patient was the femoral head.

Manufacturer narrative:
- Attachment: [199309 summary.pdf]

Event description:
It was reported that a revision surgery on left hip was performed due to pain with high metal levels in blood.